Manufacturer narrative:
(B)(4). Evaluation summary: only the stent implant was returned for analysis, confirming the reported dislodgement. The reported difficulty to remove was unable to be confirmed due to the condition of the returned device. The reported failure to advance was unable to be replicated in a testing environment as it was based on operational circumstances. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a lesion in the mildly tortuous, mildly calcified, 99% stenosed posterior descending coronary artery. The 2.25 x 23 mm xience alpine stent delivery system (sds) was advanced without resistance to the lesion; however, would not cross the lesion. After the failed attempt to cross, the sds was removed. There was no difficulty pulling the sds into the tip of the guiding catheter (gc); however, as the sds was being pulled inside the gc, resistance was met and the stent dislodged inside the gc. Therefore, the sds and the gc were removed as a single unit. There was no reported clinically significant delay in the procedure. There was no reported adverse patient sequela. No additional information was provided.